Manufacturer narrative:
(B)(4), date sent: 6/16/2026, d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the same issue happened for both devices? =>no if not, please provide more details of the device malfunction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during thoracoscopic esophagectomy, firing could not be performed during use for cervical anastomosis. Because firing was not possible, the anvil was left in place, and another main body was provided. Another device was docked to the anvil, which was left in place, firing was successfully performed, and the anastomosis was completed using another device. Usually, the scrub nurse connects the battery to the main device. However, because the anastomosis was performed late at night, the doctor performed the setup. It could not be confirmed whether the green check mark had already been illuminated. When this issue occurred, a pathology doctor contacted the sales rep and reviewed the live video recorded at the time of the issue. It was confirmed that the green check mark had already been illuminated before use. Upon visual inspection of the defected device, staples were found remaining inside the main device. The product was used on cervical anastomosis. There were no adverse consequences to the patient. No further information is available.